Manufacturer narrative:
A philips remote service engineer (rse) inspected the system remotely and provided the customer with a service report and recommendations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips tha the system reported a tube current out of range error the clinical use of the system was in use. There was no harm reported to philips.